Manufacturer narrative:
(B)(4). Concomitant products: oxf anat brg lt sm size 3 PMA item#159540 lot#075460; oxf twin-peg cmntd fem sm PMA item#161468 lot#953870; biomet bone cement r 1x40us item#110035368 lot#005fae2408 . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported, that: the patient underwent a revision due to the loosening and pain of the left knee, approximately one year post-op. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. The likely condition of the device when it left zimmer biomet is conforming to specification. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that no further event information is available.